Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to an internal parity error. The cause of the parity error could not be determined.

Event description:
It was reported an implantable cardioverter defibrillator was found in backup vvi mode in the box. No patient was involved.